Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had an intercalary epiphysis component removed due to infection. The tib base and stem were left in so they could replace a new epiphysis intercalary component after the infection is healed.